Manufacturer narrative:
Continuation of d10: product ID 9735859, lot numer: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that was unable to download patient exams from electronic picture archiving and communication systems (pacs). The system could successfully search for exams, but an error message appeared when attempting to download. Technical services (ts) recommended burning the patient exam to a cd or usb to prevent the case from being cancelled. The call ended with no further information. There was no patient involvement.